Manufacturer narrative:
(B)(4). There are no appropriate result and conclusion codes available. The device history review for the product auto endo5 ml, lot #73k1400050 investigation did not show issues related to the complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used; lot # 73k1400050 was confirmed with sample received. The spring jaws component is damage (bent upturned), trigger component was received pre-activated, one clip stuck in jaws. Failure mode clip stuck in applier was confirmed. However it is unknown why the trigger component is bent and the spring jaws is damaged. The functional investigation confirmed that the clip does not load or hold properly in the applier jaws. Other remarks: the manufacturer performs 100% functional testing as part of the final inspection and release. Although the complaint defect was confirmed, a definitive root cause was not able to be determined therefore, no corrective actions are required at this time. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a coelioscopy, at the moment the surgeon was going to place a clip, it did not come down. The patient's condition was reported as unknown.